Event description:
It was reported that the patient presented for an implantable cardioverter defibrillator explant procedure due to elective replacement. During the procedure, it was noted that the left ventricular - lv lead was dislodged. The lv lead was capped (B)(6) 2012 and was replaced. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular - lv lead was dislodged. The lv lead was capped (B)(6) 2012 and replaced. The patient was stable condition after the surgery.